Event description:
It was reported to philips that the geometry e-stop intermittently triggered during procedures on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service secured geo cables, and returned the system to use with restrictions. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).